Manufacturer narrative:
The IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record was reviewed for compliance and no issues were observed. The shunt was not explanted and not available for evaluation to determine cause of report.

Event description:
Placement of ahmed 250 (B)(4) on (B)(6) 2019 with 7-0 vicryl ligature and fenestrations. Pt had a small avascular leaking bleb that had to be closed. Iop 9-10 post-op. On (B)(6) 2020: 2 months after implantation iop 2 hypotony persisted with development of choroidals. Exploration in or (B)(6) 2020: the entire conjunctival flap had not healed onto the globe. Aqueous was leaking underneath creating the hypotony. The area was extensively cauterized and resutured. On (B)(6) 2020 again leaking along the suture lines, large bandage ctl was placed.